Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating impedance and alerted for out of range high impedance. N on-physiologic oversensing, elevated sensing integrity counter (sic), and non-sustained ventricular tachycardia was also observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.